Event description:
Reportedly, the pt underwent an initial colon resection in 5/2003 - colon cancer. The pt was returned to surgery in 2003 due to an anastomotic leak at the colon resection site. An exploratory laparotomy, low anteriior colon resection, and colostomy were performed.